Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device would not turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen. A field service engineer (fse) began troubleshooting by disconnecting the station cable from the controller boards in the half height and full-height drawers. When the full-height cubie drawer was disconnected, the device was able to power on. The fse shut down the device, replaced the drawer board and rebooted the device. The fse verified that the customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.